Manufacturer narrative:
Correction to d4: unique identifier (UDI) # additional information: d4(expiration date was found to be in november 2028.), d10: concomitant product (1) (concomitant product^ and therapy date^ were updated.), e4, h3, h4, h6, h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set broke at the juncture between the hard plastic and tubing resulting in spilled blood. This issue occurred during the administration of a blood setup in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.